Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 569 mg/dl and customer delivered multiple boluses to address bg. Customer went into diabetic ketoacidosis (dka) and was admitted to the hospital. Customer was treated with intravenous insulin. Reportedly, elevated bg/dka were resolved as customer was discharged on (B)(6) 2019. Customer alleged pump and wake button were not working as intended. In addition, the customer's healthcare provider had adjusted the pump temporary basal rate multiple times (50%, 75% and 150%) during the past week. Customer abruptly disconnected from call with tandem technical support before providing additional information. Upon follow up, customer reported to have met with tandem clinical diabetes specialist (cds) for additional training; customer's issues were resolved. Cds confirmed pump and wake button were functioning as intended.